Manufacturer narrative:
(B)(4). No additional information has been received.

Event description:
Procedure type: anterior cervical decompression and fusion, c5-c7. According to the reporter: on (B)(6), 2009, the patient underwent anterior cervical decompression and fusion, c5-c7 in (B)(6), utilizing the products from x-spine systems, inc. Upon follow up with the surgeon, radiographs of the cervical spine revealed evidence of fracture of the c5 vertebral body screws. Both screws were fractured, with loss of alignment and subsidence. The patient underwent another cervical spine surgery in (B)(6) of 2010. The preoperative diagnosis was pseudoarthrosis cervical spine with fractured hardware, status post previous fusion attempt at c4-5.